Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
The customer replaced the pm pcb to resolve this issue. Failure analysis of the returned part indicates root cause (B)(6) 2018: the r31 solder crack open not making contact with the trace on the pm pcba created, 111b, 1115, 1201 and 1104 error codes. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.